Manufacturer narrative:
H3: one device was received for evaluation. The service history was reviewed. Device review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The printed wiring assembly (pwa) was the root cause of the issue and was replaced. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
It was reported that the device had a frequent primary audible alarm. There was reported patient involvement.